Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, fluid around breast, and "[implant] going up and down¿.

Event description:
Patient reported "ongoing problems with the implant", "clinic don't know if its contracture or something else", "swelling", "liquid around the breast (diagnosed by ultrasound)", "left one is sporadically swelling", "doesn't think its contracture as breast is soft and is going up and down". The device remains implanted. This record is for the left side.